Manufacturer narrative:
Concomitant medical products: product ID: 97714, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. (B)(4). For information regarding the patient's implantable neurostimulator please refer to manufacturer report # 3004209178-2016-03552.

Event description:
The consumer reported that they had a reaction to the bandage on their implant and got a rash all over their back. This issue happened on the day of implant. The patient was also getting itching in the area where the bandages were and where the incision was. The patient's lead had also slipped about an inch and a half. This issue was discovered on (B)(6) 2016. The patient had not been moving or bending excessively and didn't have any falls or trauma. The patient had another surgery on (B)(6) 2016 due to the lead migration. The lead was replaced during the surgery. A week after the lead revision surgery, on (B)(6) 2016, the patient checked in to make sure their device was working the way it should be. They noted that there was fluid were the implantable neurostimulator (ins) was during the second surgery. The ins was off as they had been given instructions to wait a week before they turned the ins on. They could not tell if the ins site had healed yet since the bandages were still present. The patient used their recharger to turn their stimulation on but they could not feel the stimulation. Additional information received on (B)(6) 2016 indicated that the patient's stimulation was helping a little but it was in their legs instead of their back so the pain issue was still going on. The rash and itching had resolved. The issues were caused by the bandages and since the patient had been switched to silk bandages the issues had been resolved. The patient was reprogrammed on (B)(6) 2016 but it had not helped much. Charging was also an issue for the patient. Their doctor drained the fluid from the ins pocket and that helped somewhat but charging with the belt was a challenge and it only worked at a certain angle. On (B)(6) 2016 the patient was able to successfully recharge their ins to 100% without much of a problem for the first time. They thought the recharging issue had finally resolved however they still wanted to discuss charging with the belt with a manufacturer representative. They had another appointment scheduled for (B)(6) 2016 to get the staples removed and another reprogramming to try and get the stimulation at the right spot. The patient was indicated for non-malignant pain.